Event description:
It was reported that patients pain started to increase. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6) batch/lot number: 7088843 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 35562804 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).